Manufacturer narrative:
The report of failing preventative maintenance/calibration was confirmed. There were multiple proximate cause of the report of failing preventative maintenance/calibration; the display board's u3 and u4 seven segment display were confirmed to be dim, the rear case was confirmed to be cracked on the wells, and the left and right iui were confirmed to be corroded.

Event description:
It was reported that the device failed preventive maintenance.

Manufacturer narrative:
The reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customers report of failing pm/ calibration was confirmed during servicing activities. There was no reported patient injury. The device is used for therapeutic purposes.